Event description:
This complaint is now reportable based on the analysis completed in 2006. It was reported that during a coronary drug eluting stenting treatment procedure, difficulty crossing lesion occurred. The lesion was located in the distal lad and was moderately calcified. The physician attempted to cross the lesion with a taxus express2 2.5x16mm drug eluting stent, but was unsuccessful. The procedure was completed with another taxus stent. No patient injuries or complications occurred. The returned product analysis confirmed that there was stent damage.